Event description:
A healthcare facility in united kingdom reported that the power alarm of an iw932 cosycot infant warmer did not work. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint iw932 cosycot infant warmer was not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the information provided by the customer and our knowledge of our product. Results:the customer reported that the unit's power fail alarm did not function. Conclusion: without the complaint device, we are unable to determine the cause of the reported fault. Part of fisher & paykel healthcare's quality control process involves testing the power failure alarm of every warmer on the production line for functionality prior to distribution. The device technical/service manual contains a checklist which specifies that users perform safety, performance and functional checks including the power fail alarm at least once a year. Included in the warmer's maintenance checklist is a test of the super capacitor to ensure it is operating within specifications.